Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. A history review of the service records for this device, serial number (B)(6) prior to the notification date of this complaint record found no same / similar issues related to this complaint. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions.

Event description:
The following has been reported: biomed reported: "pump alarm "needs service" patient harm: no infusion stoppage: no "pump sn: (B)(6) which alarmed "needs service". It was brought back to the office and cleaned. The loading guides and valve pins were extremely dirty. Successfully finished two infusions after cleaning. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.